Manufacturer narrative:
Additional components potentially involved in the event include: common device name: dbs: lead, model: 6170, UDI: (B)(4), serial: (B)(6), batch: 7797999. Common device name: dbs: extension, model:6372, UDI: (B)(4), serial: (B)(6), batch: 7995799. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
The investigation was unable to determine device that was attributed to the issue.

Manufacturer narrative:
B3: date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number 1627487-2023-03637. Related manufacturer reference number 1627487-2023-03883. It was reported that patient experienced an infection. Surgical intervention was undertaken wherein the system was explanted to address the issue.

Event description:
Additional information received identified that the infection resolved.